Event description:
It was reported that while using bd synapsys¿ informatics solution, there were missing container ids for one accession number. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary, this statement is to summarize the investigation of a complaint involving synapsys. It was reported that a synapsys accession number were missing containers. Customer was upgraded from synapsys 5.10 to 5.32. No other issues were reported. Bd investigated the issue. Bd could see in the logs that the c numbers were being produced from rulerevisionnumber12. Initial review of activity logs shows that the containers were created successfully and initially assigned container ids that matched the entries in bdkdatabase. However, at some point afterward, the container ID field was overwritten with a blank value. The issue could not be further investigated. No further issues were reported. This was a single occurrence and the customer was notified. The case was closed. This is an unconfirmed failure of a bd product. Review found that complaints of this type were under statistical control for the month of august. Device history record review was not applicable as this is a standalone software product, and the operation/functionality of this type of product is confirmed at the time of installation. Reports of this type will continue to be monitored. If you have any additional questions or concerns, please do not hesitate to contact bd technical support.